Event description:
Rn states unk peg tube was placed 10/1997. Md was removing peg tube due to pt now taking oral feedings. Upon md traction removing peg tube the dome separated from the tubing and was in pts stomach. Md scoped pt and used unk model snare to retrieve the dome.